Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose values. A family member stated that the insulin pump was giving the customer intermittent problems. The family member stated that the customer was hospitalized, not diabetes-related ,and that after being released and resuming pump therapy the customer's blood glucose values skyrocketed. It was reported that on december 10 the customer's blood glucose value was 548 mg/dl. The family member stated that the customer's insulin pump passes all troubleshooting but that manual injections function better than the insulin pump. The family member also stated that instead of lowering blood glucose values the insulin pump's bolus delivery seemed to raise blood glucose in the customer. A replacement insulin pump was offered but declined; the family member did not want any more assistance. No further information was provided.